Manufacturer narrative:
The device was received fully deployed. During investigation the exposed portion of the soft cannula was observed to be damaged. A tear was observed in the exposed portion of the soft cannula. This tear diverted fluid from the intended fluid path. It could not be determined when this damage occurred or what caused this damage. The data obtained from the device generated an 0x1c alarm indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. The download data shows no timeouts or high pulse widths that would indicate a struggle to deliver insulin. No other damages that would affect insulin delivery were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 550 mg/dl while wearing the pod between 1 and 4 hours on the arm.